Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired on (B)(6) 2019 due to intracranial hemorrhage. The patient complained of a terrible headache while eating dinner on (B)(6) 2019. The patient laid down and after waking up was sweating profusely and projectile vomited. The patient was unresponsive upon ems arrival. The patient was admitted and was emergently intubated upon arrival for therapeutic airway protection. Their map was recorded in the emergency department at 160 and their inr was found to be 14.6. The patient was also found to have an intercranial hemorrhage. The patient was treated with 2 units of fresh frozen plasma. Unspecified changes to their medication were made. The patient then had a cardiac arrhythmia. The patient converted to sustained ventricular tachycardia (vt) with symptomatic drop in blood pressure. Synchronized cardioversion was delivered at 150j. The patient briefly converted to sinus rhythm with frequent premature ventricular contractions (pvcs), but converted back to sustained ventricular tachycardia (vt) and was symptomatic. The patient was defibrillated with 150j again. The patient¿s map continued to decline to 24 and the heartmate low flow alarmed. The doctor ordered the lvad to be stopped and the system controller to be disconnected. It was reported that the device would not be returned for investigation. Per the pi, the patient¿s death was not considered to be device related. The device was operating as expected. Bleeding, cardiac arrhythmia, and other neurological events are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU also lists arrhythmia as a potential late postimplant complication. The patient care and management section provides information regarding defibrillation and anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient complained of a terrible headache on (B)(6) 2019, laid down and after waking up he was sweating profusely and projectile vomited. The patient was unresponsive upon emergency medical services arrival. Patient was emergently intubated upon arrival for therapeutic airway protection. Patient's inr found to be 14.6, map recorded as 160 and remained unresponsive upon arrival to emergency department. Patient found to be suffering from intracranial hemorrhage. Patient was admitted to hospital in less than 24 hours and received two units of fresh frozen plasma. Patient was converted to sustained ventricular tachycardia (vt) with symptomatic drop in blood pressure. Synchronized cardioversion was delivered at 150j. Patient was briefly converted to sinus rhythm with frequent premature ventricular contractions, but converted back to sustained vt and symptomatic. Defibrillated with 150 j again. Mean arterial pressure continued to decline to 24 and low flow alarms were activated. The md reportedly ordered the lvad to be stopped and system controller to be disconnected. It was reported the patient expired (B)(6) 2019 due to intracranial hemorrhage. Per the principal investigator, the death was not device related and the device was operating as expected. The pump will not return for investigation.